Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. During the procedure, it was reported that a balloon leaked was noticed when the balloon inflated inside the patient. No further information has been obtained despite good faith efforts. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.